Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and it would not show the patient's rhythm through the paddles lead ECG. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The user(s) confirmed that the defibrillation electrodes were properly adhered to the patient and the device still wouldn't show the patient's rhythm. They then switched to a back-up device. The patient was a 16 year old female. There were no reports of adverse effects to the patient as a result of the reported issue. No further patient information was provided.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and determined that the likely cause of the reported issue was due to use error. Shortly after powering the device on, the user pressed the lead button causing the device to display lead 2 instead of paddles lead. The device was left on lead 2 for the majority of the event and the user did not switch the device to display paddles lead until approximately 65 minutes after the device was powered on.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and it would not show the patient's rhythm through the paddles lead ECG. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The user(s) confirmed that the defibrillation electrodes were properly adhered to the patient and the device still wouldn't show the patient's rhythm. They then switched to a back-up device. The patient was a (B)(6) year old female. There were no reports of adverse effects to the patient as a result of the reported issue. No further patient information was provided.